Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when turning on the unit, the central control monitor (ccm) screen was not displayed completely. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary engineer was able to duplicate the reported issue at the mfg engineering center (mec). The ccm displayed "[press <esc> for diagnostic screen, or <f2> for setup]" on the screen lower left. Evaluation is in progress, but not yet concluded.